Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 58=failed battery test occurred on 04/19/25 from 00:11:21 to 00:35:42. The adapt tool lists the following low battery/battery insertion cycles in reverse chronological order: battery cycle 6.0 received the lowbatteryalert (104) on 04/09/25 15:57:00 after more than 7 days at 16.14 days; battery cycle 5.0 received the lowbatteryalert (104) on 03/24/25 09:56:01 after more than 7 days at 15.42 days; battery cycle 2.0 received the lowbatteryalert (104) on 03/08/25 23:45:00 after more than 7 days at 12.25 days. Each of these cycles is greater than 7 days indicating that the pump passes the battery life test. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of replace battery alerts was not confirmed during testing. According to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received a change battery alert. Customer had not received the low battery alert prior to the replace battery alert. The customer reported a blood glucose value of 28 mmol/l, and the hyperglycemic event was treated with pen. The event involved product(s) mmt-1885. Troubleshooting was partially performed. Customer confirmed that the battery cap was not loose, cracked or damaged. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.